Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp3030 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp3030) have been reported from the same facility.

Event description:
It was reported that the tm was at a facility and they had two catheters that when they activated the needle, it did not retract. This caused them to pull the whole thing out and lose access. This report addresses the second device.

Event description:
It was reported that the tm was at a facility and they had two catheters that when they activated the needle, it did not retract. This caused them to pull the whole thing out and lose access. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the needle failing to withdraw upon safety activation was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one accucath peripheral IV catheter assembly. The sample was received with the safety mechanism depressed and the needle fully withdrawn into the housing. The catheter was not returned for evaluation. The safety mechanism was deactivated and reactivated several times. Activation of the safety was successful and unremarkable each time. Microscopic inspection of the sample did not reveal any damage, deformation or evidence of safety activation failure. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of redp3030 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp3030) have been reported from the same facility.